Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was only at 200 mg/dl however, he was hospitalized due to diabetic ketoacidosis. Customer called in to order supplies but also wanted to report this incident.